Manufacturer narrative:
Reported event was unable to be confirmed as part number/lot number in the incident are unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review could not be performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the patient is being scheduled for a revision surgery due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.